Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, on visual inspection, grommet damage was noted and the setscrew was missing from the returned device and could not be evaluated.

Event description:
It was reported that during implant procedure that the setscrew would not engage. The device was not implanted. No patient complications have been reported as a result of this event.